Event description:
On (B)(6) 2018 increased temp one time to 38.6 (101.5) despite antibiotics with c/o chills, sweats, generalized aches and ha. Pt had now recalled PICC line device placed (B)(6) 2018. Recall due to questionable sterility. Pt exhibited potential infectious symptoms the next day. No treatment required.